Manufacturer narrative:
Concomitant products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot# v302055, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot# v191279, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patients left arm had been feeling numb for about three weeks. It was noted the patient had an appointment scheduled. Follow up from the health care provider reported the cause of the event was unknown. It was noted electrodes 0 and 3 had low impedances, all other impedances were normal. It was noted electrodes 0 and 3 were not in use. Reprogramming was done, stimulation was increased from 1.7 to 1.8 and paresthesias resolved. The patient did not require hospitalization and there was no injury to the patient.